Event description:
It was reported that the compressor alarmed for a low pressure. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
A low pressure alarm was reported on a compressor mini. The service engineer could not reproduce the error and the unit was returned to customer in working condition. No logs were available. Similar complaint for this compressor mini was reported two weeks later, at (B)(6) 2021, where the investigation found that the tubing had a hole, causing a leak. If the compressor cannot deliver enough air pressure, the connected ventilator will alarm for low air supply pressure and high o2 concentration, the compressor unit will alarm for low pressure. If no o2 gas is connected to the ventilator system, the issue may lead to stop of ventilation. The root cause of the reported event is the damaged compressor tubing, these are supposed to be replaced during preventive maintenance (pm). Compressor tubing shall be replaced when performing the 10000 hour maintenance. The service engineer could not reproduce the issue, but as the later investigation found that the tubing was broken it is most likely the case in this complaint also.